Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was too close to her spine and was causing her discomfort. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.